Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Insulin pump had cracked case at the corner of the belt clip rail, missing retainer, a missing reservoir tube o ring, broken reservoir tube lip, faded serial number label, minor scratched display window, scratched case, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. The test belt clip locks in place in the belt clip rails. Insulin pump received without the original belt clip, unable to verify damage to the belt clip.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer reported they received an open book image on the insulin pump screen. The customer reported that they were unsure if they received any other alarm prior to the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.